Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The diabetes educator at the hospital where the patient was being held reported via phone call that the patient was hospitalized for a high blood glucose of 423 mg/dl and diabetic ketoacidosis. The patient was treated via insulin drip. Prior to the hospitalization, the customer attempted to treat with multiple insulin pump boluses but she was unable to bring her blood glucose down. Troubleshooting was initiated and an air bubble was identified where the cannula connects to the tubing. The insulin pump was not returned for analysis.